Event description:
It was reported that the device failed at suctioning.

Manufacturer narrative:
H6: the device, used in treatment, was returned for evaluation. A visual and functional assessment reported no faults found, the device performed within expected parameters. We have not been able to establish a relationship between the device and the reported event. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances. Suction failure: this situation could occur when there is misalignment or a physical blockage at the softport to dressing interface. It is possible in certain situations suction failure can also occur as a result of an insufficient seal on the dressing. The IFU offers full guidance in the steps to be taken with regards to this type of event, users are advised to refer to these at all times. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.